Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of a calcium chloride diluent vial cap rubber was observed in a syringe of a floseal kit. The reporter stated that the hospital tried not to fill the rubber fragment into the thrombin vial and kept using this product. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, the particulate matter was observed on the syringe barrel near where the needle starts. The particulate matter is similar in shape, size, and form consistent with the rubber stopper material of the diluent vial. The reported condition was verified; however the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.